Event description:
It was later clarified by an employee that the original report which had been written by the physician and it was confirmed that there was description ¿the medullary cavity catheter had been replaced¿ in the report. It was thought that the physician would have liked to say that ¿ the catheter was replaced.¿ reportedly, in (B)(6), the medullary cavity catheter is the general product name of itb catheter in ¿shonin¿ document. The actual position of the implantation of the catheter was not written and could not be confirmed at this time. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# 0206049, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter.

Event description:
On 10-27-2015 information was received in which it was reported that there was no information pertaining to the lot number of the gabalon. It was thought that the catheter had been placed in the medullary cavity as the physician wrote this. It remains unclear if this was verified with the physician. The catheter implanted in 2013 was now reported as implanted at c4. The correct implant date was confirmed as (B)(6)-2013. There was no information if the patient experienced any symptoms as a result of the catheter dislodgement. There were no concerns regarding the refill volumes on (B)(6)-2015. Reportedly there were no malfunctions as the catheter was replaced due to the patient's growing up. Further clarification was requested regarding the medullary cavity and implant date of the pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot # 0206049, serial # unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On 10-01-2015, information was received from a health care provider and representative regarding an outpatient who was receiving gabalon intrathecal via an implantable pump for spastic cerebral palsy. The lot number was not provided. The patient was implanted on (B)(6) 2013. The initial daily dose was 25.0 micrograms/day in simple continuous mode. Gabalon intrathecal 0.2%, 270 micrograms per day, flex, started on (B)(6) 2015. The catheter lot number was noted as 0206049. The catheter tip at the time of implant was located was marked at thoracic vertebrae but also noted as c4/5. It was also reported that on ¿(B)(6) 2013: (B)(6) 2012¿ the patient¿s height was 122 centimeters (cm) and the catheter tip was at c4. The patient¿s medical history included a gastrostomy on (B)(6) 2014. There was no history of adverse drug reaction. The patient did attend physical therapy. The patient¿s concomitant medications were not provided. On (B)(6) 2015, a pump operability test was performed. The previous drug volume at refill was 18 milliliters (ml). The actual reservoir volume was 5.2 ml and the expected reservoir volume per the physician programmer was 5.9 ml. A catheter x-ray study was performed also on (B)(6) 2015 and dislodgement was noted due to growth of the patient. On this date the patient¿s height was recorded at 139 cm and the catheter tip was at th4. The positioned had lowered along with the height increase of the patient. On (B)(6) 2015, the intrathecal catheter was replaced. It was also reported that the implanted catheter in the medullary cavity was exchanged. The event was associated with a lowered placement level of the catheter tip along with physical growth of the patient and thus there was no causal relationship. Additional information has been requested regarding lot number, catheter location (medullary), and patient symptoms but it was not available at the time of this report. Should additional information be received a supplemental report will be filed.

Event description:
Information was received from the health care provider noting that on (B)(6) 2013 the catheter tip position was now confirmed to be approximate at c4/5 rather than at c4 as previously reported. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# 0206049, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter.

Event description:
On (B)(6) 2015 the implant date was confirmed via the health care provider representative. The following information as received confirmed on (B)(6) 2013 (B)(6). On (B)(6) 2013 the pump and catheter were implanted and the tip of the implanted catheter was initially located at c4. Should additional information be received a supplemental report will be filed.